Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced the hyperglycemia. It was reported that infusion set had a bent cannula due to which blood glucose went high. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 600 mg/dl at time of incident. Customer declined troubleshooting. Customer treated with bolus. The insulin pump will not be returned for analysis.